Event description:
It was reported that a failed pressure test on 2 different sets (32.3 and 29.8) was experienced. No adverse health outcome.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed that tamper seal missing. During functional testing, the reported complaint was not duplicated. Performed testing of pump as per procedure and no problem found with downstream occlusion sensor. Performed pressure testing, within specification. No problem found. Performed preventative maintenance.